Event description:
It was reported that the customer's insulin pump has an absence of the vibrate funtion. Customer's blood glucose level at the time 159mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Unit failed to vibrate during selftest due to broken red vibrator motor wire. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)